Event description:
It was reported that a 48-year-old black or african american female patient underwent primary breast augmentation with 375cc mentor memorygel breast implant and experienced capsular contracture; baker grade unknown on her left side postoperatively. Mammogram and ultrasound were taken, and patient has consulted with the physician. On (B)(6) 2022, mentor became aware that the patient also experienced left side intracapsular rupture in addition to capsular contracture; baker grade unknown, and the date of surgery is postponed from on (B)(6) 2022 to on (B)(6) 2022. On (B)(6) 2022,the mentor failure analysis lab received the device for evaluation. The paperwork received with the device indicated that the patient underwent bilateral explantation and replacement with catalog number: 3505001bc; serial number: (B)(4) on the left side, and with catalog number: 3505001bc; serial number: (B)(4) on the right side on (B)(6) 2022.

Manufacturer narrative:
This medwatch report was initially submitted on september 23, 2022. This report is being resubmitted as this report failed submission as a result of the electronic gateway. Please reference FDA ticket csh-28330 for additional details. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 375cc breast implant was found to be ruptured and received in two (2) parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause an implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A second product was received (lot: 6775349). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown, and rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received, baker grade encountered on the right side was IV. Right side was intact. Reason for device explant and/or reoperation: left capsular contracture; baker grade IV, and rupture. Manufacturer¿s reference number: (B)(4).